Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
The exact date of the primary surgery is unk. Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after 14-15 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.